Event description:
It was reported that at the six week post op check-up visit, the surgeon discovered a screw disengaged from plate

Manufacturer narrative:
Method: device history review; results: the device wasn¿t returned for inspection, but an x-ray was provided and confirms a screw starting to back out. Manufacturing files were reviewed and no incidents were found. The attached surgical technique provides the recommended procedural guidance in order to ensure proper screw alignment and placement to promote optimal fixation and construct integrity. Furthermore the IFU cites advice to the patient about the lifestyle post implant of anterior cervical plates. The patient was reported as being moderately active which, depending on the activity, may be incompatible with this type of implants per the IFU. Conclusion: the patient's lifestyle is the likely cause of the screw backout. A revision surgery is required.

Manufacturer narrative:
Method: photographic inspection; device history review; results: the customer reported event of an inferior screw backing out as confirmed by the x-rays provided. Manufacturing files were reviewed and no incidents were found. The patient was reported as being moderately active which, depending on the activity, may be incompatible with this type of implants per the IFU. Conclusion: the patient's lifestyle is the likely cause of the screw back out.

Event description:
It was reported that at the six week post op check-up visit, the surgeon discovered a screw disengaged from plate

Manufacturer narrative:
Additional supplemental needed for update because product returned. Method: photographic inspection; device history review; results: the customer reported event of an inferior screw backing out as confirmed by the x-rays provided. Manufacturing files were reviewed and no incidents were found. The patient was reported as being moderately active which, depending on the activity, may be incompatible with this type of implants per the IFU. Conclusion: the patient's lifestyle is the likely cause of the screw back out.

Event description:
It was reported that at the six week post op check-up visit, the surgeon discovered a screw disengaged from plate